Manufacturer narrative:
Device evaluation: (B)(4) unit of lot c2286953 of echo-hd-22-ebus-p-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 11 december 2025 and a lab re-evaluation on 12 jan 2026. Observations from the lab evaluation were as follows; device retuned with stylet partially removed. Device returned with sheath extender at position 0 and proximal kink observed below sheath extender. Distal end of needle observed to be broken, broken section of needle not returned. Sheath extender able to advance and retract with no issue. Needle handle able to advance and retract with slight difficulty. Stylet removed from device with no issues. Stylet reinsert into device with difficulty and would not pass the distal break (would not exit distal end). Distal end of needle advanced out of sheath and length measured approx. 2.9cm. The reported failure was observed. Through the investigation it can be assumed that the kink observed below the sheath extender during the lab evaluation may have occurred during the transport returns. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0110 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0110). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to damage to the patient end of the needle during insertion/advancement down the scope resulting in the needle tip getting damaged and breaking during the procedure. Although it has been advised that the target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to break as per the complaint description and observed during the lab evaluation of the complaint device. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental correction/complete report is being submitted following a review of this complaint file (correction to a code from off label to fracture) and to include investigation findings as investigation completed on 14-jan-2026.

Event description:
Description of event: upon inserting the ebus needle guided through the channel in the bronchoscope into the lymph node to collect tissue or fluid samples to analysis the needle broke inside the patient. The patient and only the sheath was retrieved the needle was left inside the patient and the patient had to be monitored via an endoscope to ensure the diagnosis. Patient outcome: device remain inside patient = the needle broke and remained in the patient which we could see on ultrasound view only the sheath was retrieved, patient had to be kept in hospital and daily endoscope had to be done to watch it exit through the gi tract. Was patient hospitalized. Delay or additional procedure = daily endoscope for 3 days. 1. Are images of the device or procedure available? The device was returned. No images of the procedure. 2. Please describe the size of the intended target site. 2cm node. 3. Was gaining access to the target site difficult? No. 4. Was puncture of the targeted site difficult? No. 5. Was force required on insertion of device into scope? No. 6. Was resistance felt while inserting the device through the scope? No. 7. What is the scope manufacturer and model number that was used? Pentax scope epk i7010 8. Was the device used in a tortuous position? No. 9. Was the endoscope in a flexed or twisted position at any time during the procedure? No. 10. Was the stylet partially removed when advancing the needle into the target site? No. 11. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On needle retraction. 12. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed). No other issues. 13. If not with the device in question, how was the procedure performed and/or finished? Switched to straight scope to try and retrieve needle. 14. Did the patient require any additional procedures as a result of this event? Yes, upper gastroscope. 15. If additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? Same time.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.